Event description:
The customer reported the sys was intermittent displaying communication errors and not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the ps1 power supply. Sys operates as intended.